Event description:
Subpectoral plane insertion of surgitek saline content silicone mammary devices, bilateral. First complication was severe burning sensation in the left deltoid region, not relieved by aspirin or similar meds. In 1993 pt was diagnosed with marked thyroid dysfunction; the tsh rose to 148 miu! They had relatively rapid onset of severe fatigue, slurred speech, and changed handwriting pattern. T3 was below the test threshold. Pt was put on synthroid, 200 mcg, later reduced to 100 mcg. Pigmentary changes in skin were dx'd as vitiligo. They began a prolonged series of summer colds, sore throat, tmj sensitivity, but no headach or arthralgia. The left device became mobile and moved into a new pocket nearer the midline. The first of two daughter's were born 1992, 19 months after implantation and the second in 1995, 45.5 months post implant. They have had to go part time, seeking device removal.